Manufacturer narrative:
The pump was received with a blank display due to the battery tube connector not being seated properly on the interface board. They were unable to verify the failed battery test alarm and off no power alarm without a low battery indicator. They were unable to perform a displacement test due to the blank display. The pump also had a cracked reservoir tube lip and a minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that she had a failed battery test alarm on the insulin pump. Customer was trying to give herself a bolus after supper and her pump screen kept shutting off. Customer's blood glucose was 300 mg/dl at the time of the incident. Troubleshooting was performed and the customer did not receive a failed battery test. Customer stated that she just took the pump out of her pocket. Customer received a low reservoir warning but when she tried to clear it, the pump would shut off. Customer stated that it has shut off about 20 times every time she touches a button. Customer stated that the display did not return after troubleshooting. Customer was advised that the pump will need to be replaced and that she will be sent a replacement battery cap.